Event description:
Information received indicates the siderail is broken and will not latch.

Manufacturer narrative:
The technician found the siderail latch bolt was missing. The technician replaced the bolt to repair the stretcher.